Manufacturer narrative:
Device evaluation was completed. The event was confirmed; the tapered tip was detached from the delivery system. The root cause of the event was most likely due to the patient¿s anatomy and the loss of guidewire support during the procedure. Review of angiogram images during implant revealed that the bifurcate was positioned just below the renals, and the 1st three stent rings were deployed. The proximal neck was mildly angulated approximately 35deg l-r. After the contra gate was deployed, the suprarenal stents were seen deployed. The left common iliac artery was noted to be acutely angulated approximately 130deg rt-lt relative to the aaa and opening of the gate. The ipsilateral limb was then seen completely deployed into the right common iliac artery. Images during gate cannulation and deployment of the contra limb were not seen. After the contralateral limb had been deployed to the mid-level of the left common iliac (just distal of the acute iliac artery bend), a detached endurant tip was seen positioned within the contra limb; the proximal end of the tip was at the level of the gate and the distal tip was just proximal to the acutely angulated iliac limb. The contra/left guidewire was not visible. The next image showed that the tip had been pulled out the contra limb and was within the left iliac artery. The detached tip was not visible and had likely been pulled out of the patient. A guidewire was seen within the contra limb, and a contra limb extension was then seen extending 2-3cm from the contra limb. No endoleak was seen and both limbs were patent. No other stent graft issues were observed. The exact cause of the tip detachment could not be determined. However, implanting the contra limb extension within the severely tortuous left iliac artery likely contributed. Lack of guidewire support and device rotation during removal may have also contributed to the detachment. The reported cannulation difficulties were likely caused by the severely tortuous left iliac artery.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.9 cm diameter abdominal aortic aneurysm. The diameter of the right common iliac was 16-18 mm. The diameter of the left iliac was 19-21 mm. It was noted that there was no calcification in either iliac. It was reported that during the index procedure, the main device was implanted on the right side with position under the right renal artery. The catheter was pulled back for angiogram of the right iliac internal artery. It was noted there was difficulty cannulating the contralateral limb side due to the patient's anatomy; however, succeeded nicely. The extension for the contralateral side was placed. During removal of the extension delivery system, the retraction of the delivery system caused some friction due to an angle in the left iliac artery. The device was rotated and the physician attempted to pull out the device; however, this caused a dislocation of the nose-cone (tapered tip). The physician was able to snare the cone out with no complications for the patient. It was noted that there was a loss of guidewire support during retrieval. When the tapered tip disconnected, there was not any guidewire in place anymore. Final angiogram showed the left limb was too short in common iliac artery and kinked in angulation due to the patient's anatomy. Extra extension of the limb was used to obtain more seal and in straight anatomy. Control angiogram was done and showed final result of the treatment was good and the graft was placed very well. It was noted that the event had resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).